Manufacturer narrative:
Although the maude report indicated "injury - other serious (important medical events)", this medwatch is being filed as a malfunction report as there is no indication of any adverse impact to the patient in the event description which states the patient reported feeling no ill effects. The user facility number was not provided. (B)(4). The report was filed anonymously. This event is being conservatively reported as there was no opportunity to obtain additional information. There was no reported event associated with the backup system controller. A specific cause for the reported "driveline fault" alarm could not be conclusively determined as the device was not returned for evaluation. The device serial number was not provided therefore a device history record review could not be performed. The pump continues to function when a driveline fault advisory occurs. The manufacturer is closing its file on this event.

Event description:
The information was received from a maude foi report. The patient reported to the transplant treatment clinic complaining of an alarm condition he received from his system controller that told him to "contact the hospital". Upon being connected to the power module and browsing the patient's system controller history, circulatory support personnel observed that the patient had been having "driveline fault" alarms. The circulatory support personnel quickly ascertained that the patient had an outdated system controller software on his system controller and both primary and back up system controllers were immediately swapped out for system controllers with an updated software. The patient reports feeling no ill effects from the alarm condition and has not received any since the system controller was exchanged.